Event description:
It was reported that the customer experienced a blood glucose (bg) level of 227 mg/dl. The customer went to the emergency room and was subsequently hospitalized. The customer declined further troubleshooting with tandem technical support, and declined to provide additional information.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.